Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during the left ventricular assist device (lvad) implant procedure, bleeding was noted between the lvad pump inflow and the apical cuff at the seal location following pump attachment to the cuff when off cardiopulmonary bypass. Bleeding was stopped by using nu-knit wrap around the location where the apical cuff attached to the pump inflow. The surgeon stated the bleeding extended lvad procedure time in order to resolve. There were no adverse consequences to patient once bleeding resolved. The patient's chest was subsequently closed, and the patient was transported to cardiovascular intensive care unit (cvicu) in stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of bleeding between the pump and the apical cuff could not be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing, and inspection of the cuff lock during pump assembly. Additionally, review of the device history records for the apical cuff lot number 10552037 showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.